Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model epk-i5500c-us is available in the USA with 510k number k190805. Serial number is unavailable. Evaluation summary- the default setting of the profile on this device is that max and min are displayed in english. Even if the users change the language notation to french, max and min remain in english notation; however, if they change the default settings, max and min can also change to the french notation. This complaint is a product specification issue. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. Bug at the language selection on the touch screen. A small problem on the selection of profiles "max/min" on the epk-i5500c, the profile "min" remains in english, even if you selected french for the profile "max". You are obliged to re-select french for the "min" profile for it to appear in french.